Manufacturer narrative:
The wearables questionnaire was reviewed for potential causes of the reported issue. Based on this review, the wearable was placed directly on the skin which is non-complaint to the IFU. Per curonix pns wearable quick reference card, 06-02923, "product is to be worn over a thin layer of clothing at all times. Do not place directly on skin." The stimulator is used to treat pain. The cause of the irritation and blister is due to non-compliance to the IFU as the patient wore the wearable directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, a CAPA is not required at this time. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported their wearable has been irritating their skin. Additionally, the patient reported a blister. However, the patient did not require any medical intervention. As of (B)(6) 2025, the irritation and blister have resolved, the patient is doing well, and they are using the device appropriately.